Event description:
I went to a tanning place for the first time ever and was left extremely burnt and was never given any eye protectors to wear over my eyes. It was my first time ever going to tan and I told the gentleman that when he rang me up. I was with a friend who goes often so he helped her first and once she got situated into her tanning bed he helped me. He asked me how long I wanted to tan for and me not knowing the rules just said for as long as my friend is, which was 20 minutes. I am very fair skinned so I feel that off top he should have warmed me that since it is my first time ever tanning and I am fair skinned I probably shouldn't tan for so long. But he didn't, he wanted his money and sent me off to a room. Before going into the room I asked him if he was going to give me anything to protect and put over my eyes. His response was that they were all out of protective eye wear. So me not knowing it is required by law (because I read the sign in the back of the door after my session was over) just went in without nothing. I ended up balling some paper towels up and putting them over my eyes because I couldn't handle the strong light. I sat there for the full 20 minutes all the way naked, got dressed and left. That night I began to experience bad pain because I was completely and totally burned front and back. Like completely red and badly burnt. Couldn't sit or sleep or move much at all for 48 hours. Still now as I type it hurts badly. Also for the last 2 days when I wake up in the morning my eyes are crusted shut with a bunch of gunk in my eyes. I believe that was caused by the strong lights in the tanning bed. I have been extremely uncomfortable for the last 48 hours and in a lot of pain. Then I come to find out it is illegal for them to let me go in the tanning bed without my eyes being protected. So I am very upset and need for this business to be reconsidered about operating. I could be blind if I sat there in that light much longer. If I had medical insurance I would have gone to the emergency room for my burns, they hurt that bad. But since I don't I've been doing my best to use aloe vera, cold showers and take pain medication through out the day, it is not working very well. The name of the facility is called (B)(6) and the phone number is ((B)(6). Please advise me what I need to do to have this place reported and checked out for violations of the law. My name is (B)(6) and I can be reached at (B)(6). Thank you.